Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00320. It was reported the patient underwent scs system explant due to burning sensation in lower back with stimulation on and off.